Manufacturer narrative:
Sc-2138-50 sn: (B)(6). Investigation results: the leads were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the patients spinal cord stimulation (scs) leads were explanted due to an unknown reason. Additional information received that the patient was doing well post operatively. The explanted leads were not returned. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patients leads were explanted due to an unknown reason. Additional information received that the patient was doing well post operatively. No further informatio nhas been obtained despite good faith efforts.

Event description:
It was reported that the patients leads were explanted due to an unknown reason.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. This product was manufactured prior to implementation if the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2138500. Model: sc-2138-50. Serial: (B)(6). Batch: a19264. UDI: blank.